Manufacturer narrative:
Our service tech could not duplicate the problem and decided to replace the basic motion control board to eliminate the possible source of the problem. The control panel connection had indication of arcing which could be caused from the operator plugging or unplugging the connection into the table while the table is powered up. The operator was cautioned against this practice. The control panel is replaced as well.